Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/04/2025, the user's caregiver experienced an occlusion alert. The user cleared air bubbles in the tubing, and the occlusion alert resolved. Blood glucose levels were not affected, and no hospitalization or long-term health effects were reported.